Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error occurred on a homechoice device during dwell three of six. This event occurred during use while the home patient was connected. The technical service representative asked for the system error number. The home patient advised that there is no system error number, only a system error. The technical service representative had the home patient close all of the clamps and cycle power to clear the alarm. The technical service representative assisted in resuming therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.